Event description:
A caller reported an issue with their continuous glucose monitor (cgm) displaying an error 42 related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing complete pump reset information and guiding them through the process. After the reset, the pump did not display the error code again, and the caller successfully started their sensor session.